Manufacturer narrative:
G2: the country of origin is japan. H3: the ins was returned, but analysis is not yet complete. An updated report will be submitted once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins battery depleted while in an unopened state. During the operation, telemetry could not be established when attempting prior to opening the package. A malfunction of the programmer was suspected, but no abnormalities were found. The outer packaging was opened and telemetry was attempted again, with the same result. When the recharger was connected, it was confirmed that the battery was depleted. They made an attempt to charge the ins and the ins was able to be recharged without any problems. A contributing factor that might have caused the event was "shipping problems." A replacement ins was used, and the ins was returned "as a malfunction." The issue was resolved.